Event description:
During the initial fluoroscopy of a routine g-tube change which takes place usually every 10-12 weeks, the distal tip of the implanted tube was noted to be broken off. The eroded catheter was removed. The remaining distal tip was retrieved with a snare and a new g-tube was then implanted. This patient requires a feeding tube for both medication and nourishment due to a history of throat carcinoma. Note: this is the 12th catheter device failure since october 2001.